Event description:
A percutaneous coronary intervention (pci) was performed for a lesion in the proximal to mid right coronary artery (rca). The de novo lesion was 90% stenosed, and was moderately tortuous and moderately calcified. The lesion was imaged with an intravascular ultrasound (ivus) catheter. The physician deployed a non-bsc stent in the distal rca. The physician then deployed two additional stents, one in the mid rca and one in the proximal to mid rca overlapping the previously deployed stent. The physician then attempted post dilation of the overlapping area of the stents with the stent delivery system balloon but was unable to inflate the lesion fully. The physician then performed post dilation with a non-bsc balloon and was again unable to inflate the lesion fully. A contrast study was performed and confirmed the stent deployed in the proximal to mid rca was well apposed. Then the physician attempted to image the rca with an ivus catheter, but was unable to place the catheter in the mid rca due to resistance felt, the catheter may have caught at the point where the stents overlapped. The guide wire became severely twisted above the area of valsalva sinus and was kinked upon attempting to remove the ivus catheter. Due to the guide wire condition, the guide wire and ivus catheter were removed together as one unit. The physician then performed another contrast study and was unable to locate the stent that was confirmed to be present in the fist contrast study. The catheter and guide wire were examined for the missing stent. Ivus was again performed; however, the missing stent was not located. The physician deployed another stent in the proximal to mid rca to complete the procedure without pt complications. CT scan was performed after the procedure, the missing stent was not located. Pt status was reported as "good". Please refer to MFR report #2134265-2009-05830 for stent report.

Manufacturer narrative:
Device MFR date: the lot number of the suspect device is unk; therefore, the MFR and expiration dates can not be determined. (B) (4) stuck in stent. The suspect device has been disposed of, therefore, a device evaluation will not be performed.